Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker had a procedure performed and the physician elected not to use a magnet with cautery. The pacemaker exhibited noise and pacing inhibition with noted asystole of unknown duration. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient had passed out during their previously reported procedure where cautery was performed without a magnet resulting in pacing inhibition. The patient was to have another biopsy procedure done and the physician was planning not to use a magnet. The patient is pacer dependent. Boston scientific technical services (ts) discussed using a magnet with electrocautery and managing the device and patient during the procedure. The system remains in service. No additional adverse patient effects were reported.